Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported the rep was intra-op and stated that contact #2 had higher impedances. Impedances for c/2 were 3586 ohms and bipolar values with #2 were greater than 4000 ohms. The patient reportedly had good motor response. No patient symptoms reported.